Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was under dialysis prior to normal generator change out procedure. Upon interrogation, the right ventricular lead exhibited high capture threshold and high impedance. The lead was reprogrammed. The pacer dependent patient would be followed via merlin.net transmission.